Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material clogged in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope having zooming happens without permission even though the zoom lever was not used. Upon inspection and testing of the customer returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, zoom deviation at the angle due to the malfunction of the zoom mechanism, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on the insertion tube, insertion tube discolored, wrinkles in the insertion tube, curved rubber scratches, curved rubber adhesive missing, foreign object inside the nozzle, scratches found on the tip cover, scratches found on the operation part, discoloration of the operation part, scratches found on the switch box, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches on the scope connector side of the universal cord, scratches found on the scope connector, scratches on the scope connector cover, scratches on the right/left angle fixing knob, and paint peeling on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.